Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) instrument, with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, the instrument was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which revealed patient identifier (B)(6) is a related record (the second mcs instrument that had the same issue in the same procedure). Image review: review of the provided image is consistent with the alleged complaint of a broken cable. A broken silver cable was observed in the picture. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the caller contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that while using a monopolar curved scissors (mcs) instrument, the surgeon felt unintuitive motion. Upon removal of the instrument, if was observed that the cables of the instrument were broken. The operating room staff noted that the instrument was on its last life. A second mcs instrument was installed. Approximately half an hour after, the surgeon again felt unintuitive motion on the second mcs instrument. They didn¿t observe any broken cables on this instrument after removal. The or staff also noted that the instrument was on its last life. There was no patient injury as a result of these instrument failures. A third mcs instrument was used in this case, which performed as expected until case completion. There was no reported injury.